Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 39 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that the blood glucose dropped as low as 32 mg/dl. The customer stated that the low blood glucose was treated with glucagon shot. The insulin pump will not be returned for analysis.